Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. No information was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a coronary procedure that at the third ivus some resistance was met when the device catheter was inserted in the guide catheter (gc). The device catheter was immediately removed from the gc as per the instructions for use (IFU). Some resistance was also met during removal. After removal the user confirmed the bluish shaft was separated. Treatment was completed by the procedure. No damage was observed during prep. All portions of the device appeared accounted for after removal from the patient. The device was not removed as a system. No patient injury or adverse events were reported. Patient is in "stable" condition. Vessel: lad#10,7,8, tortuousness: moderate, calcification: moderate, isr: no. The device was returned and evaluated in accordance with philips volcano policy. Visual and microscopic inspection and functional testing were performed on the returned device. The device catheter was received with a shaft separation at 339mm distal to the distal telescope strain relief. No damage was observed on the exposed drive cable. There was a slight tear observed in the monorail (distal end) section of the distal tip. A guidewire test was performed and the device passed. A mandrel was used and it was threaded through the distal end of the catheter and out the exit port without any resistance. No additional testing beyond the guidewire test was able to be performed due to the shaft separation. Device manipulation, impact and applied pressure during use can affect the integrity of the device. Unfortunately, we could not conclusively determine when or how the damage occurred. The instructions for use (IFU) cautions warns use of the device catheter is restricted to cardiovascular specialists who are familiar with, and have been trained to perform, the procedures for which this device is intended. It also warns to not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis the IFU further cautions the device is a delicate scientific instrument and should be treated as such. - clean guide wire and flush catheter thoroughly with sterile heparinized normal saline before and after each insertion. - do not attempt to connect the catheter to electronic equipment other than the designated systems. - never attempt to attach or detach the catheter while the pim motor is running. To do so may damage the connector. - avoid any sharp bends, pinching, or crushing of the catheter. - do not kink or sharply bend the catheter at any time. This can cause drive cable failure. Do not insert the catheter into a guide catheter at an insertion angle greater than 45°. Do not use any catheter that has been kinked or sharply bent. - before withdrawing the catheter, ensure the pim is not imaging or pulling back the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as there is a potential for harm if the event were to recur.